Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic®) with toric optic.(B)(4): evaluation:method - work order search.results - a visual inspection of the returned product found the optic is torn and half of plate haptic torn off and missing. There was evidence of clear surgical residue on product. A lens work order search was performed and no similar complaints were found within the work order. Conclusions - (no conclusion can be drawn): based on the complaint history and work order search and evaluation of the returned product, a specific root cause of the event could not be determined.(B)(4).

Event description:
The reporter stated the surgeon implanted a aa4203tf silicone single piece lens with toric optic in the patient's left eye. The patient had a history of radial keratotomy, the lens power not correct. The patient's vision not satisfactory. The incision was not enlarged, the lens was explanted on (B)(6) 2014. A different lens model was implanted and no suture used. Further information has been requested but none has been forthcoming. A supplemental will be submitted when additional information is available.

Manufacturer narrative:
Method: medical review. Results: medical review: os: reported by a person from the facility, the iol (silicone with toric optic) was explanted and exchanged for a different iol one month postoperatively. According to the report the patient had a history of refractive procedure (rk) which led to pre-operative "incorrect power" selection and subsequent patient dissatisfaction with visual acuity. No reported loss of bcva. It should be noted that at the time of implantation the patient was (B)(6) and per dfu indications "the silicone 1p toric iols are intended to improve uncorrected visual acuity, correct aphakia and decrease refractive cylinder resulting from corneal astigmatism in persons aged 60 and over" and therefore, there is no sufficient data to support implantation in such patients. Given all this information the most likely cause of the event was patient related (age combined with pre-op ocular history). Conclusions: based on the complaint history, work order search, medical review and the evaluation of the returned product, a specific root cause of this event could not be determined. (B)(4).

Manufacturer narrative:
Evaluation method: device history record review. Results: evaluation of the manufacturing, packaging and sterilization of lenses produced under this work order has shown that all requirements were met. These processes are therefore ruled out as the root cause of this complaint. It is highly unlikely that the lens was the incorrect diopter/se since the verification was successfully completed and all lenses in the work order were accounted for. After reviewing the complaint file, device history record and performing a root cause analysis, the most likely root cause is patient related factors, but a specific root cause could not be determined. Conclusions: based on the complaint history, work order search, medical review, device history review and the evaluation of the returned product, a specific root cause of this event could not be determined. (B)(4).